Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number (0001822565-2017-03560). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when a loaner set was returned that the tibial articular surface provisional was fractured.